Manufacturer narrative:
Customer contacted bd (recorded in complaint file (B)(4)) reporting smoke was coming from an anesthesia device. Upon noticing the smoke, the device was unplugged from wall power and taken to the pharmacy. A field service technician went onsite to inspect the device. The technician found a shorted circuit board. The circuit board, data cable, position sensor and controller were replaced and no additional issues were observed. A subsequent complaint was opened by the field service technician (complaint file (B)(4)) requesting assistance for further investigation into the parts failure per the customer's request. There was no harm to patients or users reported to bd at the time of the initial call or to the technician who was onsite.

Event description:
Customer reported visible smoke coming from the pyxis anesthesia es device. The power cord was unplugged from the power outlet and the device was removed from the operating room for investigation. No patient or user harm reported.

Event description:
Customer reported visible smoke coming from the pyxis anesthesia es device. The power cord was unplugged from the power outlet and the device was removed from the operating room for investigation. No patient or user harm reported.

Manufacturer narrative:
Customer contacted bd (recorded in complaint file (B)(4)) reporting smoke was coming from an anesthesia device. Upon noticing the smoke, the device was unplugged from wall power and taken to the pharmacy. A field service technician went onsite to inspect the device. The technician found a shorted circuit board. The circuit board, data cable, position sensor and controller were replaced and no additional issues were observed. A subsequent complaint was opened by the field service technician (complaint file (B)(4)) requesting assistance for further investigation into the parts failure per the customer's request. There was no harm to patients or users reported to bd at the time of the initial call or to the technician who was onsite. Replaced parts returned to bd for investigation. Short caused by power and ground short between pins 3 and 4 of the drawer controller due to bent pins. Cause of the bent pins is unknown. Drawer controller connector and pyxibus cable mating connector are keyed to ensure proper alignment. Service history of device serial number (B)(4) for the past 2 years does not indicate any service activity that would result in the disconnection / reconnection of the pyxibus cable.